Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain pelvic area") and schizoaffective disorder bipolar type ("schizoaffective disorder - bipolar type") in a 35-year-old female patient who had essure (batch no. 932159 ,880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo an essure confirmation test.". The patient's medical history included nausea and dysfunctional uterine bleeding. Surgical pathology report: final diagnosis result: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: - disordered proliferative endometrium. - adenomyosis. - cervix within normal limits. - bilateral fallopian tubes within normal limits. Gross description: the serosal surfaces are smooth glistening and pink-tan. The ectocervix is smooth and tan with a congested appearance about a central slit-like os. The endocervical canal is probe patent to the uterine cavity, which is of normal configuration and size. The soft hemorrhagic appearing endometrium is of similar thickness on each side. The myometrium is normally firm, pinktan and without discrete lesions. The fimbriated fallopian tubes are similarly soft tortuous red-tan tubular tissues. A small tense thin-walled paratubal cyst, 0.6 cm, adjoins the right fimbriated end. Representative sections are submitted as follows: a cervix, anterior lip, b cervix posterior lip, c, d, e endo/myometrium-anterior wall, f, g endo/myometrium-posterior wall, h left fallopian tube, I right fallopian tube with small paratubal cyst. Microscopic description: the cervix shows normal squamous ectocervical epithelium and endocervical glands. The fallopian tubes are lined by normal ciliated columnar epithelium. A peritubal cyst is present essure was placed with 2 coils showing exposed bilaterally.the patient tolerated this very well. Discrepant information as per previous distributed version plaintiff didn't perform essure confirmation test hence event were added.as per current pfs hysterosalpingogram had performed. Concurrent conditions included micturition disorder, dysuria, hematuria, dysmenorrhea, anxiety, depression, adhd and schizoaffective disorder bipolar type. Concomitant products included celecoxib (celexa), codeine phosphate;paracetamol (tylenol with codeine no.3), lisdexamfetamine, lithium carbonate, oxycodone hydrochloride (oxicodone accord), phenazopyridine hydrochloride (pyridium), quetiapine fumarate (seroquel) and zolpidem. In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 11 days after insertion of essure. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced schizoaffective disorder bipolar type (seriousness criterion medically significant), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition adhd"), anxiety ("anxiety/mental anguish"), depression ("depression") and back pain ("pain lower back area"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain had resolved and the menstrual disorder, schizoaffective disorder bipolar type, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, attention deficit/hyperactivity disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, attention deficit/hyperactivity disorder, back pain, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, schizoaffective disorder bipolar type, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date discrepancy of essure confirmation test-(B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occlusion of both fallopian tubes by the implants.; on (B)(6) 2012: results: confirmed that essure device successfully occluded. Batch number: 880434 expiration date: 2014-07 manufacture date: 2011-07. Batch number: 932159 expiration date: 2014-12 manufacture date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received : following events were added : psychological or psychiatric problems condition: adhd, anxiety, depression,schizoaffective disorder - bipolar type, pain lower back area.concomitant conditions and products added. Reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 932159 , 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo an essure confirmation test.". The patient's medical history included nausea and dysfunctional uterine bleeding. Concurrent conditions included micturition disorder, dysuria, hematuria and dysmenorrhea. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 10 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered cystitis, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: surgical pathology report: final diagnosis result: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: - disordered proliferative endometrium. - adenomyosis. - cervix within normal limits. - bilateral fallopian tubes within normal limits. Gross description: the serosal surfaces are smooth glistening and pink-tan. The ectocervix is smooth and tan with a congested appearance about a central slit-like os. The endocervical canal is probe patent to the uterine cavity, which is of normal configuration and size. The soft hemorrhagic appearing endometrium is of similar thickness on each side. The myometrium is normally firm, pinktan and without discrete lesions. The fimbriated fallopian tubes are similarly soft tortuous red-tan tubular tissues. A small tense thin-walled paratubal cyst, 0.6 cm, adjoins the right fimbriated end. Representative sections are submitted as follows: a cervix, anterior lip, b cervix posterior lip, c, d, e endo/myometrium-anterior wall, f, g endo/myometrium-posterior wall, h left fallopian tube, I right fallopian tube with small paratubal cyst. Microscopic description: the cervix shows normal squamous ectocervical epithelium and endocervical glands. The fallopian tubes are lined by normal ciliated columnar epithelium. A peritubal cyst is present essure was placed with 2 coils showing exposed bilaterally.the patient tolerated this very well. Discrepant information as per previous distributed version plaintiff didn't perform essure confirmation test hence event were added.as per current pfs hysterosalpingogram had performed. Date discrepancy of essure confirmation test-(B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occlusion of both fallopian tubes by the implants.; on (B)(6) 2012: results: confirmed that essure device successfully occluded. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs and medical record received. Reporter added. Lot number ,medical history concomitant drug and lab data added. Event dysmenorrhea (cramping) added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 932159 ,880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo an essure confirmation test.". The patient's medical history included nausea and dysfunctional uterine bleeding. Concurrent conditions included micturition disorder, dysuria, hematuria and dysmenorrhea. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and phenazopyridine hydrochloride (pyridium). On (B)(6)2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 75 days before insertion of essure. In august 2012, the patient had essure inserted. In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy on (B)(6)2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered cystitis, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: surgical pathology report: final diagnosis result: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: - disordered proliferative endometrium. - adenomyosis. - cervix within normal limits. - bilateral fallopian tubes within normal limits. Gross description: the serosal surfaces are smooth glistening and pink-tan. The ectocervix is smooth and tan with a congested appearance about a central slit-like os. The endocervical canal is probe patent to the uterine cavity, which is of normal configuration and size. The soft hemorrhagic appearing endometrium is of similar thickness on each side. The myometrium is normally firm, pinktan and without discrete lesions. The fimbriated fallopian tubes are similarly soft tortuous red-tan tubular tissues. A small tense thin-walled paratubal cyst, 0.6 cm, adjoins the right fimbriated end. Representative sections are submitted as follows: a cervix, anterior lip, b cervix posterior lip, c, d, e endo/myometrium-anterior wall, f, g endo/myometrium-posterior wall, h left fallopian tube, I right fallopian tube with small paratubal cyst. Microscopic description: the cervix shows normal squamous ectocervical epithelium and endocervical glands. The fallopian tubes are lined by normal ciliated columnar epithelium. A peritubal cyst is present essure was placed with 2 coils showing exposed bilaterally.the patient tolerated this very well. Discrepant information as per previous distributed version plaintiff didn't perform essure confirmation test hence event were added.as per current pfs hysterosalpingogram had performed. Date discrepancy of essure confirmation test-(B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: occlusion of both fallopian tubes by the implants.; on (B)(6)2012: results: confirmed that essure device successfully occluded. Batch number: 880434 expiration date: 2014-07 manufacture date: 2011-07 batch number: 932159 expiration date: 2014-12 manufacture date: 2011-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaints. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo an essure confirmation test." The patient's past medical history included nausea. Concurrent conditions included micturition disorder, dysuria, hematuria and dysmenorrhea. Concomitant products included phenazopyridine hydrochloride (pyridium). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that essure device successfully occluded. Surgical pathology report: final diagnosis result: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: disordered proliferative endometrium. Adenomyosis. Cervix within normal limits. Bilateral fallopian tubes within normal limits. Gross description: the serosal surfaces are smooth glistening and pink-tan. The ectocervix is smooth and tan with a congested appearance about a central slit-like os. The endocervical canal is probe patent to the uterine cavity, which is of normal configuration and size. The soft hemorrhagic appearing endometrium is of similar thickness on each side. The myometrium is normally firm, pink/tan and without discrete lesions. The fimbriated fallopian tubes are similarly soft tortuous red-tan tubular tissues. A small tense thin-walled paratubal cyst, 0.6 cm, adjoins the right fimbriated end. Representative sections are submitted as follows: a cervix, anterior lip, b cervix posterior lip, c, d, e endo/myometrium-anterior wall, f, g endo/myometrium-posterior wall, h left fallopian tube, I right fallopian tube with small paratubal cyst. Microscopic description: the cervix shows normal squamous ectocervical epithelium and endocervical glands. The fallopian tubes are lined by normal ciliated columnar epithelium. A peritubal cyst is present. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drugs added. Events vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection and she did undergo an essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain pelvic area') in a 35-year-old female patient who had essure (batch no. 932159 ,880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo an essure confirmation test.". The patient's medical history included nausea and dysfunctional uterine bleeding. Surgical pathology report: final diagnosis result: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: disordered proliferative endometrium. Adenomyosis. Cervix within normal limits. Bilateral fallopian tubes within normal limits. Gross description: the serosal surfaces are smooth glistening and pink-tan. The ectocervix is smooth and tan with a congested appearance about a central slit-like os. The endocervical canal is probe patent to the uterine cavity, which is of normal configuration and size. The soft hemorrhagic appearing endometrium is of similar thickness on each side. The myometrium is normally firm, pinktan and without discrete lesions. The fimbriated fallopian tubes are similarly soft tortuous red-tan tubular tissues. A small tense thin-walled paratubal cyst, 0.6 cm, adjoins the right fimbriated end. Representative sections are submitted as follows: a cervix, anterior lip, b cervix posterior lip, c, d, e endo/myometrium-anterior wall, f, g endo/myometrium-posterior wall, h left fallopian tube, I right fallopian tube with small paratubal cyst. Microscopic description: the cervix shows normal squamous ectocervical epithelium and endocervical glands. The fallopian tubes are lined by normal ciliated columnar epithelium. A peritubal cyst is present essure was placed with 2 coils showing exposed bilaterally. The patient tolerated this very well. Discrepant information as per previous distributed version plaintiff didn't perform essure confirmation test hence event were added. As per current pfs hysterosalpingogram had performed. Concurrent conditions included micturition disorder, dysuria, hematuria, dysmenorrhea, anxiety, depression, adhd and schizoaffective disorder bipolar type. Concomitant products included celecoxib (celexa), codeine phosphate;paracetamol (tylenol with codeine no.3), lisdexamfetamine, lithium carbonate, oxycodone hydrochloride (oxicodone accord), phenazopyridine hydrochloride (pyridium), quetiapine fumarate (seroquel) and zolpidem. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 11 days after insertion of essure. In (B)(6) 2012, the patient experienced schizoaffective disorder bipolar type ("schizoaffective disorder - bipolar type"), attention deficit hyperactivity disorder ("psychological or psychiatric problems condition adhd"), anxiety ("anxiety/mental anguish"), depression ("depression") and back pain ("pain lower back area"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and back pain had resolved and the menstrual disorder, schizoaffective disorder bipolar type, dysmenorrhoea, attention deficit hyperactivity disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, attention deficit hyperactivity disorder, back pain, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, schizoaffective disorder bipolar type, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date discrepancy of essure confirmation test- (B)(6) 2018. "Discrepancy" noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occlusion of both fallopian tubes by the implants.; on (B)(6) 2012: results: confirmed that essure device successfully occluded. Batch number: 880434, expiration date: 2014-07, manufacture date: 2011-07. Batch number: 932159, expiration date: 2014-12, manufacture date: 2011-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain pelvic area') in a 35-year-old female patient who had essure (batch no. 932159-l ,880434-r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo an essure confirmation test.". The patient's medical history included nausea and dysfunctional uterine bleeding. Surgical pathology report: final diagnosis result: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: disordered proliferative endometrium. Adenomyosis. Cervix within normal limits. Bilateral fallopian tubes within normal limits. Gross description: the serosal surfaces are smooth glistening and pink-tan. The ectocervix is smooth and tan with a congested appearance about a central slit-like os. The endocervical canal is probe patent to the uterine cavity, which is of normal configuration and size. The soft hemorrhagic appearing endometrium is of similar thickness on each side. The myometrium is normally firm, pinktan and without discrete lesions. The fimbriated fallopian tubes are similarly soft tortuous red-tan tubular tissues. A small tense thin-walled paratubal cyst, 0.6 cm, adjoins the right fimbriated end. Representative sections are submitted as follows: a cervix, anterior lip, b cervix posterior lip, c, d, e endo/myometrium-anterior wall, f, g endo/myometrium-posterior wall, h left fallopian tube, I right fallopian tube with small paratubal cyst. Microscopic description: the cervix shows normal squamous ectocervical epithelium and endocervical glands. The fallopian tubes are lined by normal ciliated columnar epithelium. A peritubal cyst is present. Essure was placed with 2 coils showing exposed bilaterally. The patient tolerated this very well. Discrepant information as per previous distributed version plaintiff didn't perform essure confirmation test hence event were added. As per current pfs hysterosalpingogram had performed. Concurrent conditions included micturition disorder, dysuria, hematuria, dysmenorrhea, anxiety, depression, adhd and schizoaffective disorder bipolar type. Concomitant products included celecoxib (celexa), codeine phosphate;paracetamol (tylenol with codeine no.3), lisdexamfetamine, lithium carbonate, oxycodone hydrochloride (oxicodone accord), phenazopyridine hydrochloride (pyridium), quetiapine fumarate (seroquel) and zolpidem. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 11 days after insertion of essure. In (B)(6) 2012, the patient experienced schizoaffective disorder bipolar type ("schizoaffective disorder - bipolar type"), attention deficit hyperactivity disorder ("psychological or psychiatric problems condition adhd"), anxiety ("anxiety/mental anguish"), depression ("depression") and back pain ("pain lower back area"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and back pain had resolved and the menstrual disorder, schizoaffective disorder bipolar type, dysmenorrhoea, attention deficit hyperactivity disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, attention deficit hyperactivity disorder, back pain, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, schizoaffective disorder bipolar type, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date discrepancy of essure confirmation test-(B)(6) 2018. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: occlusion of both fallopian tubes by the implants.; on (B)(6) 2012: results: confirmed that essure device successfully occluded. Batch number: 880434 expiration date: 2014-07 manufacture date: 2011-07. Batch number: 932159 expiration date: 2014-12 manufacture date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain, vaginal bleeding, menorrhagia , bladder infection, uti and vaginal infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain pelvic area') in a 35-year-old female patient who had essure (batch no. 932159-l ,880434-r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did undergo an essure confirmation test.". The patient's medical history included nausea and dysfunctional uterine bleeding. Surgical pathology report: final diagnosis result: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: - disordered proliferative endometrium. - adenomyosis. - cervix within normal limits. - bilateral fallopian tubes within normal limits. Gross description: the serosal surfaces are smooth glistening and pink-tan. The ectocervix is smooth and tan with a congested appearance about a central slit-like os. The endocervical canal is probe patent to the uterine cavity, which is of normal configuration and size. The soft hemorrhagic appearing endometrium is of similar thickness on each side. The myometrium is normally firm, pinktan and without discrete lesions. The fimbriated fallopian tubes are similarly soft tortuous red-tan tubular tissues. A small tense thin-walled paratubal cyst, 0.6 cm, adjoins the right fimbriated end. Representative sections are submitted as follows: a cervix, anterior lip, b cervix posterior lip, c, d, e endo/myometrium-anterior wall, f, g endo/myometrium-posterior wall, h left fallopian tube, I right fallopian tube with small paratubal cyst. Microscopic description: the cervix shows normal squamous ectocervical epithelium and endocervical glands. The fallopian tubes are lined by normal ciliated columnar epithelium. A peritubal cyst is present. Essure was placed with 2 coils showing exposed bilaterally.the patient tolerated this very well. Discrepant information as per previous distributed version plaintiff didn't perform essure confirmation test hence event were added.as per current pfs hysterosalpingogram had performed. Concurrent conditions included micturition disorder, dysuria, hematuria, dysmenorrhea, anxiety, depression, adhd and schizoaffective disorder bipolar type. Concomitant products included celecoxib (celexa), codeine phosphate;paracetamol (tylenol with codeine no.3), lisdexamfetamine, lithium carbonate, oxycodone hydrochloride (oxicodone accord), phenazopyridine hydrochloride (pyridium), quetiapine fumarate (seroquel) and zolpidem. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 11 days after insertion of essure. In (B)(6) 2012, the patient experienced schizoaffective disorder bipolar type ("schizoaffective disorder - bipolar type"), attention deficit hyperactivity disorder ("psychological or psychiatric problems condition adhd"), anxiety ("anxiety/mental anguish"), depression ("depression") and back pain ("pain lower back area"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and back pain had resolved and the menstrual disorder, schizoaffective disorder bipolar type, dysmenorrhoea, attention deficit hyperactivity disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, attention deficit hyperactivity disorder, back pain, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, schizoaffective disorder bipolar type, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date discrepancy of essure confirmation test-28 aug 2018. Disrcepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-aug-2012: occlusion of both fallopian tubes by the implants.; on 01-oct-2012: results: confirmed that essure device successfully occluded. Batch number: 880434 expiration date: 2014-07 manufacture date: 2011-07. Batch number: 932159 expiration date: 2014-12 manufacture date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain, vaginal bleeding, menorrhagia , bladder infection, uti and vaginal infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that essure device successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.